Event description:
It was reported that the neck of the accolade stem wore away. The joint was full of grey/black fluid indicating metal debris. Per the surgeon, the patient stated sudden onset of pain while walking and weight bearing.

Manufacturer narrative:
An event regarding wear and corrosion involving an accolade plus tmzf hip stem #3 was reported. The event was confirmed. A material analysis noted no material or manufacturing defects were observed on the surfaces examined. A review of the provided x-rays by a clinical consultant indicated that he/she have to return the case without being able to provide a reasonable explanation for the problems at hand. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
It was reported that the neck of the accolade stem wore away. The joint was full of grey/black fluid indicating metal debris. Per the surgeon, the patient stated sudden onset of pain while walking and weight bearing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.